Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a laser was in use and was too close to the bronchovideoscope, causing burn marks on the camera tip. A field service engineer inspected the device and found that the plastic covering of the camera tip was burnt and melted. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The evaluation found the distal end had a burn. In addition, the evaluation found the electrical contacts of the scope connector had foreign material. The material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, the cause of the burnt distal end could not be specified. The cause of the foreign material that remained in the device could not be conclusively specified. However, it is possible the user could not conduct reprocessing properly due to leakage from the distal end. Olympus will continue to monitor field performance for this device.